Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since log files from the reported event date were not available for analysis. Analysis revealed that the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. In the absence of power switching, power disconnect/loss of power this would not be likely to cause or contribute to death or serious injury. The function of this alarm is to indicate that there is limited battery time remaining on the battery. This will require a battery exchange. The redundant power source will continue to supply power to the vad; this failure will result in user annoyance and will not affect the function of the vad. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the site that there were multiple alarms indicating "connect power source" despite battery being well connected to the controller. The battery was replaced with no consequence or impact to the patient. No further information was provided.